Event description:
Initial incident report occurred on (B)(6) 2010. Following was the report received at that time. The crew took the patient into the hospital and when they were walking through the ER, they went through two sliding doors. They went through the first set of doors the cot was lifted over a tall door jam with no issue. As they were going through the second set of doors, the front left wheel came off the unit. The foot end of the cot went to the ground. Patient was checked for injuries. A bruise over the eye and some shoulder pain was noted by the attendants. On (B)(6), 2010, additional information was obtained. The patient sustained a broken thumb and still had shoulder pain.